Event description:
Facility reported: "needles became dislodged out of patient's access, causing severe blood loss resulting in hospitalization for patient. Wingeater needle was taped securely in patient's arm but needle backed out of insertion site."

Manufacturer narrative:
Based on the investigation by (B)(4): summary of needle dislodgement from access during hemodialysis necessitated medical intervention. The patient suffered a cardiopulmonary arrest and was given 600cc of normal saline while CPR was performed. The patient was transferred to the hospital by ambulance and admitted overnight and was discharged the following day. The patient is doing well post-hospitalization. Estimated blood loss to the patient was 500cc. From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met qa specifications prior to releasing it into the market. There was no reported malfunction on the needle itself. Based on the information provided by the clinic manager, the needle dislodgement occurred when there was 15-20 minutes left to complete the dialysis treatment. The clinical manager stated that they did not find anything wrong with the needle itself. The possibility exists that the patient might have moved while she was asleep and the needle set or blood lines might have caught on something which caused the needle set to be dislodged from the access site. However, since no staff member witnessed the actual needle dislodgement, no one is certain. Thus no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. Add'l info from the imp report: brand name: wing eater a.v. Fistula needle set; device name: fistula needle - 15g. (B)(4).